Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The pump passed the displacement test. The following were noted during visual inspection: broken battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail. The pump was received with a battery cap that was corroded and missing 2 weld spots. After visual inspection, there is corrosion in/around the following: battery compartment, battery cap. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.